Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt had a suspected overdischarge condition on their device. She was pregnant and did not charge for 9 months. Follow-up info indicated the pt was able to recharge successfully (via a trickle charge). It was then reported that she had a seizure, fell, and fractured her leads. A lead revision was performed on (B)(6) 2010. Subsequently, she was happy with her stimulation.